Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the white power cable lead connector mpu being damaged, was confirmed when the unit was evaluated by technical service. The top thread on the white power cable lead connector was damaged and marred. The black power lead connector on the mpu was not damaged. The mpu was repaired by replacing the patient cable assembly. The repaired unit was functionally tested and returned to the rental/loaner pool. The damaged mpu patient cable was visually examined. The damage was mechanical and could have occurred with normal usage; the extent of the damage was slight and the damage did not appear to be due to abuse. Functionally, the damaged threads on the mpu connectors did not affect the threading and locking of the mating controller connector. The cause of the thread damage was unable to be determined through this analysis. Set up and use of the mobile power unit (mpu) are documented in the heartmate 3 lvas patient handbook (rev g p.3-4) and the heartmate 3 lvas instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.3-6) and the heartmate 3 lvas IFU (p.3-33 and p.3-34). The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment". The mpu assembly (pn 108285) was made in jul 2018. The unit was packaged and placed into stock on jul 27, 2018. The unit was last returned from use on feb 14, 2019. The unit was sent to the customer on dec 21, 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Preliminary investigation findings: preliminary findings identified damage to the patient cable white connector thread. The patient cable was replaced, the device was cleaned, and preventative maintenance was performed before the device was returned to customer. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient cable's white thread connector on the mobile power unit was damaged and needed replacement.